Manufacturer narrative:
The reported event could be confirmed. Visual inspection: the visual inspection showed that the screw is in a good state. No traces of damages were noticed. Based on the specification that this screw was manufactured to, as well as a previous root cause investigation and corrective action that was raised for this screw issue, the root cause of this positioning issue has been identified as a design issue. A corrective action was initiated in order to increase the torque value which is necessary to bring the locking mechanism to failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "locking screw went through plate. A new screw was used and it fit perfectly according to the surgeon." Also reported: "the plate was implanted and so it would not be possible [to obtain catalog & lot #]. It certainly wasn¿t an issue with the plate given that the next screw fit perfectly according to the surgeon. The surgeon took the screw out and replaced it with another and so a delay of say 1 minute occurred." Procedure was otherwise completed successfully with no adverse consequences reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "locking screw went through plate. A new screw was used and it fit perfectly according to the surgeon." Also reported: "the plate was implanted and so it would not be possible [to obtain catalog & lot #]. It certainly wasn¿t an issue with the plate given that the next screw fit perfectly according to the surgeon. The surgeon took the screw out and replaced it with another and so a delay of say 1 minute occurred." Procedure was otherwise completed successfully with no adverse consequences reported.